Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having problems with high and low blood glucose due to having pancreatic cancer. Customer had high blood glucose in the 300 mg/dl and low blood glucose of 45 mg/dl which was treated with juice or sugar pills. Customer reported that issue occurred daily. Customer declined troubleshooting.